Event description:
It was reported that resistance was met during insertion of the guide wire thru the arrow raulerson syringe (ars). Upon removal of the guide wire from the ars the guide wire was noted to be unraveled. As a result the device was removed and replaced. There was a delay in treatment with; no death or patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.